Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarms during manual prime process. Customer's blood glucose is 165 mg/dl. During the troubleshooting, insulin exited the tubing when manually pushed. The device did not alarm no delivery during manual prime. Customer also mentioned a low blood glucose event. His blood glucose was 34 mg/dl and an ambulance was called. She was treated with a shot and oxygen. Customer stated she passed out for about three hours and when she woke up she called the ambulance. She does not remember passing out. She did not eat much that day. The doctor said her kidneys and muscles are beginning to dissipate. Troubleshooting found nothing wrong with the insulin pump. Customer was told to monitor the device and call if needed. Nothing further reported.